Event description:
It was reported that this right atrial (ra) lead became dislodged which was confirmed by x-ray. A lead revision procedure was performed and this lead remains in service. No additional adverse patient effects were reported.